Event description:
The device was implanted on 5/7/96, for arterial infusion of fudr for treatment of cancer. On 12/20/96, the MFR received the following response to a device tracking polling letter from the pt which stated the following: the device was removed 10/96, the cancer got worse instead of better with the device. No further details are available at this time.